Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the performa system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 7.0 mmol/l (mobile system) and 4.0 mmol/l (performa system). No actions taken based on device results. No adverse event due to the device reported. No request was made for the return of product.